Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without problems. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In summary, the pacemaker was without problems during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the device was exchanged 2 days after the implantation because the pacing threshold was too high at >7.5 v. No deterioration of the patient's state of health was reported.